Event description:
It was reported that during use of an Affinity NT Oxugenator, there was a gas transfer issue with the device, specifically low partial pressures of oxygen (PO2) levels. The device was used to complete the case. An additional oxygenator was added to the cardiopulmonary bypass circuit, and the gas exchange returned to normal. There was no damage noticed on the device and no clotting, thrombus or fibrin were observed in the circuit. No patient complications have been reported as a result of this event. Medtronic received additional information that no additional information is available at this time.

Manufacturer narrative:
Device Evaluation Summary: Visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmHg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results as reported below: ¿ 345 ml/min 02 XferC ¿ 223 ml/min Co2 XferC ¿ 128 mm/Hg Delta pBlood Reason for return was undetermined. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.